Event description:
It was reported that it was observed during a surgical procedure that the distal drilling went astray. Nevertheless the surgery was completed successfully.

Manufacturer narrative:
Additional info has been requested, and if rec'd will be submitted on a supplemental report.